Event description:
A malfunction alarm was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the customer with resetting the pump. The malfunction did not recur, and the customer was informed to continue using the pump and advised to contact support if the issue recurred.